Event description:
On 5/7/2025, a cds reported that one of their patients experienced a severe low bg event with a low bg of 35 mg/dl with a seizure and loss of consciousness. The patient's spouse treated the patient with a glucagon injection and called ems services. The cds reported the patient was back in range and doing fine after the event.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also noted the patient did not announce any meals prior to the event, which may have had a contributory effect. Based upon the information provided, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.